Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the writer entered the patient's room to administer the 2100 flagyl and observed that the ceftriaxone scheduled for 1500 had not been delivered and remained full, as noted by the previous nurse. The secondary clamp was open, prompting the writer to re-run the ceftriaxone before proceeding to hang the flagyl.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or event logs were provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.